Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was hopitalized after having a heart attack. The patient was unsure if it was device related but the patient stated that there was a popping sensation around the ipg. It was also noted that the patient was experiencing inadequate stimulation.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.